Manufacturer narrative:
Salvado, j. A., villena, j. M., urrea, f., marchant, p., larranaga, m., cabello, j. M., & marchetti, p. (2026). High-power holmium laser versus pulsed thulium laser for ureteroscopic lithotripsy: results of a randomized prospective study. Central european journal of urology, 79(1), 30-35. Https://doi.org/10.5173/ceju.2025.0044.

Event description:
It was reported to boston scientific via an article published in the central european journal of urology that a prospective, randomized, single-center study conducted at clinica santa maria in santiago, chile compared high-power holmium:yag (ho:yag) laser versus pulsed thulium:yag laser for ureteroscopic lithotripsy in patients with single renal or ureteral stones. For the ho:yag cohort, 56 patients underwent ureteroscopy (urs) or retrograde intrarenal surgery (rirs) using the lumenis pulse 120h ho:yag laser with a 270 micrometer fiber. Procedures were performed under general anesthesia between august 4, 2023 and august 1, 2024. When possible, a 11/13 fr navigator ureteral access sheath (boston scientific) was used. In all procedures, a single use flexible lithovue ureteroscope (boston scientific) was also used, and a dakota (boston scientific) open-front grasper was used depending on the stone location. The ho:yag group had a median age of 47 years, median stone density of 1000 hounsfield units (hu), 33 renal stones, and 23 ureteral stones. The ho:yag outcomes included an overall stone-free rate of 62.5%, renal stone-free rate of 48.4%, and ureteral stone-free rate of 82%. Median operative time was 40 minutes, median laser activation time was 390 seconds, median fluoroscopy time was 24 seconds, and median total energy used was 5.31 kj. Postoperative double-j stent placement was required in 67.8% of ho:yag patients. No intraoperative events required procedure suspension, and no significant bleeding was recorded. The postoperative complication reported in the ho:yag group was one punctiform perforation of the distal ureter, which was managed with a double-j catheter, with no stenosis reported by the end of the study. The study concluded that no significant differences were found between ho:yag and pulsed thulium:yag regarding stone-free rate or energy consumption, regardless of stone chemical composition, although the difference in double-j stent placement after the procedure requires further clarification in future studies.